Manufacturer narrative:
The iol was received in a condition that precluded diopter measurement. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's unexpected post operative refraction.